Manufacturer narrative:
The customer troubleshot the issue with ge healthcare technical support. The logs were reviewed and it was recommended to restart the system. The customer restarted the system which resolved the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported system failure error preventing mechanical ventilation. There was no report of patient injury.